Event description:
It was reported that the patient experienced low voltage alarms, mostly when connected to battery power. The patient did not experience alarms while connected to wall power. It was also noted that the patient had a "nick" in the white system controller cable that the customer thought may have been part of the problem. The patient's log files were submitted for review to determine if there was an issue with the transmission of power on one cable versus the other. Following review of the log files by tech services (ts), it appeared there were unstable voltages on the white system controller lead while on battery power, but not on the mobile power unit (mpu). Ts informed the customer that they should perform a controller exchange. The remainder of the log files appeared to be unremarkable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms on the heartmate 3 system controller ((B)(6)) was confirmed via log file analysis. Submitted log files revealed multiple atypical intermittent low power advisory alarms active throughout the log file due to low relative state of charge (rsoc) faults on the white power cable. The white power cable rsoc voltages also appear to fluctuate about the alarming thresholds leading to the observed alarms. The pump was able to maintain speeds above the lsl when the driveline was connected. Pump operation was not affected. The reported event of a "nick" to the white power cable on the heartmate 3 system controller ((B)(6)) was not confirmed. Product was not returned for analysis and no photos were provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. The root cause for the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.